Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece device could not secure the cutters. The burr lock mechanism assembly was disassembled and it was observed that one of the two springs for the lock tabs had failed and was not pushing on the lock tabs to secure cutters. It was further observed that one of the springs was out of place and deformed, and the other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place was due to the handpiece being run without a cutter. This is further defined as customer misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing it was observed that the when the holding the handpiece device it became hot while spinning/using. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.